Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted as the helix would not deploy multiple times. The product was never in service. No adverse patient effects were reported.